Event description:
It was reported that the "rubber that covers the cables" of the foot control device was cut. The reporter indicated that wires were exposed as a result. It was unknown to the reporter if the device was used in surgery. It was unknown if there were any delays to a surgical procedure. The reporter stated that the facility had four total devices available for use. Therefore, a spare device was available. The event date was unknown. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.